Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right atrial (ra) and right ventricular (rv) channels resulting in pacing inhibition and asystole of three seconds. There was also evidence of increased rv lead threshold and impedance measurements. The patient was asymptomatic. The patient will be monitored remotely until an rv lead revision procedure can be performed. As of today this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information was unsuccessful.